Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was in the 200 mg/dl range. Reportedly, the pump supplies were changed; therefore, troubleshooting with tandem technical support was unable to be performed.